Event description:
It was reported that there were two drills in use on the case: a two button model stryker 4200a with separate buttons for forward and reverse modes, and a single button model that is repositioned to select forward or reverse modes. The md primarily utilizes the two button drill. When drill was requested to remove the stabilizing screw from the cutting device (using the reverse mode), the scrub tech passed the single button drill and the md inserted the screwdriver tip in contact with the screwhead and initiated the drill in the forward mode instead of using the reverse mode to back out the screw causing the screw tip (zimmer part 6290-00-556) to break.====================== health professional's impression======================the md inserted the screwdriver tip in contact with the screwhead and initiated the drill in the forward mode instead of using the reverse mode to back out the screw.